Event description:
The customer stated he was receiving erratic readings of 40,80, and 141 mg/dl. The readings were taken within 5 minutes. The difference between 40 and 141 mg/dl falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer did not have any strips left that gave him erratic readings, so no product will be returned for evaluation.